Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dications for use were non-malignant pain and chronic low back pain. It was reported that the patient¿s catheter site was infected and a full system explant occurred on (B)(6) 2017. Per the reporter, the cause of the infection was unknown. No further complications were reported. Additional information received from a manufacturer's representative via healthcare provider reported they became aware of the event the day of the surgery. It was unknown when the infection occurred and the patient's weight was also unknown. The device was discarded as it was infected and not sanitary to transfer.